Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient¿s ins moved around in their pocket site for 3-4 months now and asked if that was normal. The patient also reported that the night before the call they stood up to go to their kitchen and felt a terrible pain at the waist level across their back. The patient stated they tried to check it with their programmer but needed to change the batteries, and now were seeing the sync screen. After reviewing how to sync with the ins, the programmer showed they were at 1.25v with stimulation on. The patient was walked through turning stimulation off, and confirmed it was off on the call. The patient was advised to monitor things now that the stimulation was off, and to follow up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the steps taken to resolve the ins moving in the pocket were that their healthcare provider said the ins was slightly rotated but that it wasn¿t a problem and no further action was needed. No further complications were reported.